Manufacturer narrative:
The technician replaced the right siderail ucm board to repair the bed.

Event description:
Information received indicates the caregiver controls are not working on the right siderail due to fluid ingress onto the ucm board.